Event description:
It was reported when using the bd pyxis medstation es system tower door constantly failed and prevented user from removing emergency kits to patient. The customer added that this malfunction occurred during the user trying to issue medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the tower door 8 was constantly failed. The field service engineer greased and replaced latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.